Event description:
It was reported that the ht70 ventilator displayed ¿date reset, replace coin battery". There was no patient involvement at the time of the reported condition. To address the reported issue, the customer expects to replace the coin battery.